Event description:
This was a lead extraction case performed in the hybrid or to remove 1 lead (ela, implanted 26 years ago). The lead was prepped with an lld-ez. The physician initiated the procedure using a 12f glide-light with a visi-sheath, but was unable to travel down the length of the lead. The physician upsized to a 14f glide light and was able to travel to the svc. An effusion was then noted on the tee and the blood pressure dropped. The CT surgeon was called and performed a sternotomy, removing the lead and repairing an svc tear. The patient was recovering.